Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Customer reported that one vitreous probe was blowing air inside the eye during a retina procedure. The probe was replaced to continue the procedure. Then, the surgeon used a second probe and noted that it was pulling vitreous. Also, the surgeon noted that the vitreous probe was missing a piece of the metal shaft while in the eye. The eye was examined and there was no retain metal particle in the eye. The probe was replaced. A third vitrous probe was used and the procedure was completed without consequence to the patient.